Manufacturer narrative:
A ge rep evaluated the system and reloaded system software. System operates as intended.

Event description:
The customer reported the system displayed a software corrupted error message during boot up after it was mistakenly connected to the wrong c-arm. No pt injury reported.